Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was successfully interrogated and completed a memory dump. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to unknown issue. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to unknown issue. No adverse patient effects were reported.